Event description:
The customer stated the architect hbsag confirmatory assay failed to confirm one patient sample. The patient generated a (B)(6) result of (B)(6). The customer ran the confirmatory test and generated a result of (B)(6). The customer ran the confirmatory test with a 1:500 dilution and generated a result of (B)(6). The customer was instructed to run a 1:200,000 dilution, as directed per the package insert. The patient was not exhibiting any clinical symptoms of (B)(6). Was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) - (B)(6) result, (B)(4) - no consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Report source, has been corrected to health professional. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated the architect hbsag confirmatory assay failed to confirm one patient sample. The sample generated repeatedly (B)(6) architect hbsag screening assay results and (B)(6) results. Centaur platform hbsag results for this patient sample were also (B)(6). The patient is showing no clinical signs of (B)(6). Increased sensitivity research pcr testing was completed for this sample which confirmed the (B)(6) result obtained by the customer. Sequencing analysis of the sample indicated that this particular patient has several mutations in loop 1 of the 'a' determinant of the (B)(6). In particular, there is a mutation from methionine to isoleucine at amino acid 133. Mutations at amino acid 133 have been reported to be poorly reactive with (B)(6) vaccine plasma. Therefore, this mutation might affect the ability of the neutralization reagent to bind. Tracking and trending identified no atypical complaint activity for architect hbsag screening assay. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.